Event description:
On 3/5/91, an ipp pump and reservoir were implanted. The cuff was implanted, date not indicated. On 9/3/96, the cylinders were revised. On 2/11/97, the ipp device was removed from the pt due to erosion. Another device was implanted. Add'l lot/ser#: ce529 007.